Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. General reagent issues were excluded. The field service representative found that several cell rinse tubes were leaking. He replaced the tubes, performed adjustments, replaced the bath sensor, performed a water bath exchange, and performed successful checks and tests. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas 8000 c702 module. The affected assays are alt, ast, and calcium gen.2. Patient 1: the initial alt result was 42 u/l, and the repeated result was 18 u/l. Patient 2: the initial ast result was 51 u/l, and the repeated result was 13 u/l. Patient 3: the initial ast result was 76 u/l, and the repeated result was 18 u/l. Patient 4: the initial ast result was 80.5 u/l, and the repeated result was 18 u/l. The initial calcium result was 1.89 mmol/l, and the repeated result was 2.48 mmol/l.